Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred 6 days after the wearable was inserted into the arm. According to the patient, on (B)(6) 2025, the patient ¿felt bad¿ and ¿could hardly speak¿. The patient took a fingerstick, cgm was reading 48 mg/dl while the bg meter was reading 180 mg/dl. The patient called for emergency medical services (ems), upon arrival ems did not take another fingerstick since the patient stated her bg was low. Ems provided the patient with a peanut butter sandwich and a glass of milk. At an unspecified time later, the patient¿s bg meter reading was 101 mg/dl. No cgm comparison value was reported at this time. The patient remained at home and was not taken to the emergency room. The patient was ¿fine¿ at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.